Event description:
It was reported that the right ventricular lead triggered an alert for low impedance. The lead remains in use. The patient is enrolled in the observe clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).